Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: enveor-n, product lot/serial number (B)(6), product type: delivery catheter system; product ID: ls-mdt2-2629, product lot/serial number (B)(6), product type: compression loading system. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve via the right femoral artery, an aortography identified trace paravalvular leak (pvl). No treatment was performed for the regurgitation. The baseline hemoglobin measured 12.1 grams per deciliter (g/dl). Following the valve implant the hemoglobin measured 10.2 g/dl. The day following the valve implant, a sensibility disorder was noted in the left-side of the body which involved the left hand and left leg. A cerebral vascular accident (cva) was reported. No treatment provided other than hospitalization. The cva had prolonged the hospitalization and was reported as possibly related to the valve implant procedure. The physician did not attribute the stroke to the valve. Two days following the valve implant procedure bilateral inguinal hematoma at the vascular access site was identified. The hemoglobin measured 9.8 g/dl. A pseudoaneurysm was not present. A transfusion was not required. No treatment reported for the bilateral hematoma. The physician indicated the hematomas were not related to the medtronic products rather causal related to the valve implant procedure. Three da ys following the valve implant, magnetic resonance imaging (MRI) revealed a right cerebral posterior area cva. The patient was discharged 9 days following the valve implant. The access site hematoma was reported as resolved approximately 1 month following the valve implant. The cva was reported as resolved with sequelae approximately 1 year following onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID unknown external sheath; product lot/serial number unknown; product type: external sheath; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that an external non-medtronic sheath was a contributing factor inherent to the procedure in regards to the hematoma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the minimum diameter access vessel was 6.8 millimeters (mm) on the left and 5.9 mm on the right. Patient anatomy contained minor calcifications of iliaca artery in the are of the puncture site. No treatment was required for embologenic cerebral vascular accident (cva). Per the physician the most probably cause of the stroke was related to the embolization of a calcified fragment due to the valve implant procedure. As reported, the delivery catheter system (dcs) did not contribute to the stroke; no plaque dislocation. Of note, patient factors reported contributing to the stroke was a ¿severely¿ calcified aortic valve.